Manufacturer narrative:
Internal report reference number: (b)(5) . B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned-reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated she went to the doctor today (on (B)(6) 2024) because the true metrix air meter was reading too high. Customer did not disclose results of concern. Customer also stated doctor's meter read lower than her meter. Customer did not clarify what were the readings at the doctor's office. Customer stated her doctor is going to give her a new prescription for a different brand of meter. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/16/2024; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.